Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents due to blank display. Unit received with light moisture damage at keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window. Unit received with broken battery tube threads. (B)(4).

Event description:
It was reported via phone call, that the customer received a battery out limit alarm, as well a failed battery test. It was also reported that the insulin pump was exposed to moisture and there is a blank display. Customer's blood glucose level at the time 124 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.